Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, and did not require assistance from a third party. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.